Event description:
It was further reported that the pt was enrolled in the program in 2004. Target lesion 1 was identified in the mid lad with 90% stneosis and a 2.5 mm reference vessel diameter. Target lesion 1 (mid lad) was treated with placement of a 2.5 x 16 mm taxus express2 8.8% stent. Following stent deployment, the proximal portion of the vessel appeared diffusely narrowed, possibly representing coronary spasm. Despite aggressive vasodilation with intracoronary verpamil, sublingual procardia, and intracoronary nitroprusside, persistent diffuse narrowing of the proximal lad was noted. Subsequent coronary arteriography revealed a small proximal edge dissection that was treated with overlapping placement of a 2.5 x 8 mm taxus express2 8.8% stent. With continued failed attempts to dilate the lad, it was decided to directly visualize the vessel with intravascular ultrasound. Ivus revealed wide patency of the stented segment of the lad; however, in the proximal portion of the vessel, "there was a completely circumferential separation of the intima from the media of the vessel and a large subintimal collection of blood and hematoma extending from... The proximal portion of the vessel up to the left main." This was thought to represent spontaneous dissection of the lad. Because of the proximity of the left main, further intracoronary stenting was felt to be inappropriate. The pt was transferred to the operating room in stable condition for multivessel bypass grafting. The pt underwent CABG as follows: lima to lad, svg to diag, svg to om. The pt's post-operative course was uneventful and they were discharged 4 days later.

Event description:
Clinical study. Same case as MFR# 6000089-2004-00826. After a coronary drug eluting stenting treatment procedure a target vessel reintervention was performed in the left anterior descending artery. Additional info has been requested.